Event description:
Customer reports receiving a reading of 192 mg/dl on their precision xtra meter. Thirty units of insulin were administered shortly thereafter. The customer was not feeling well, so they went to the emergency room, where the hospital tested him and received a blood glucose result of 800 mg/dl. Insulin was administered to stabilize glucose levels. Two hours later the customer's blood glucose was tested at 400 mg/dl. It was noted that the customer did not have their meter properly calibrated.